Event description:
A customer contacted baxter (B)(4) regarding a transfer set which got loose from the titanium adapter. Prophylactic antibiotic treatment was given (1x) and a new transfer set was connected. The patient was performing continuous automated peritoneal dialysis (capd) since (B)(6) 2009. The disconnected transfer set had been on the patient since (B)(6) 2009. The sample had been discarded in the dialysis center; however, lot information was obtained. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.